Event description:
The patient experienced a leakage problem, with insulin leaking from underneath the adhesive patch. No further information available.

Manufacturer narrative:
Name: abbvie inc. Address ¿ street 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.